Event description:
It was reported that the coil prematurely deployed into an unintended location. The target lesion was located in the severely tortuous and moderately calcified internal iliac artery. A 10mm x 40cm interlock - 35 coil was selected for use. During the procedure, it was noted that the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside the distal part of the angiographic catheter and the prematurely detached coil fell from the catheter into the body. The possible cause of premature detachment of the coil was that the tortuousity was severe, so detachment occurred at top of the tortuous part. The detached coil was successfully removed from the patient's body by a snare. It was further noted that the coil had kinks as it was pulled out with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.